Event description:
It was reported that there were concerns this right atrial (ra) lead was may have been damaged as it was intermittently undersensing. There were concerns that the patient might not be able to receive an MRI due to a damaged lead. A review of the date by boston scientific technical services (ts) showed that there appeared to be intermittent atrial undersensing, however all other lead values were within range, indicative of an intact lead. The patient was cleared for an MRI and this device remains in service. No adverse patient effects were reported.